Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their lead was broken. Follow-up information from the clinic indicates that the right ventricular (rv) lead fractured when the patient fell several weeks ago. The physician elected to inactivate the system as it was no longer needed. The lead remains in the patient. No patient complications have been reported as a result of this event.